Event description:
(B)(4). Customer concern: cust was outside it started raining and screen went black and wont work. (B)(4): display - flashing/white/blank/frozen/partial what led up to the event?: rain got in the pump. Advise customer to disconnect at the quick release: yes. Is customer calling back after installing a new battery, monitoring pump for 2 hours, and frozen display recurred?: no. Is the customer calling back with blank display after receiving a new battery cap?: no. Is customer reporting blank display?: yes. Explain possible causes of a blank display. Was display blank for less than 30 seconds and then returned?: no. Is display blank at time of call?: yes. Advise customer to remove battery. Did ¿insert battery¿ alarm display on pump screen?: no check if battery is a aa battery. Document type of battery in use: energizer advise customer to check contacts on cap for damage. Are contacts on battery cap missing or damaged?: no advise customer to inspect battery compartment and spring for corrosion and/or damage. Is the battery compartment and/or spring damaged or corroded?: yes advise customer the serialized device will need to be replaced: yes instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes advise customer on how to put pump in storage mode after discontinuation: yes. Will the serialized device be replaced?: yes. Inform customer about product replacement policy.

Manufacturer narrative:
Insulin pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad, stained keypad overlay, cracked keypad overlay, missing display window/cover, battery tube threads - cracked, cracked case, cracked case (battery tube). Flashing medtronic logo due to moisture damage on the electronic assembly. Blank display not confirmed. Pump failed to download history files and traces due to flashing medtronic logo. Exposed to moisture confirmed on the j1 connector's solder joints on pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.